Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the angle attachment device was not working correctly as it was not grabbing the drill bits. It was reported that there was no delay in the procedure as an unspecified spare device was available and the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working correctly and not grabbing drill bits was confirmed. An assessment was performed on the device which found that the device failed the cutter insertion assessment. During repair it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to the bearings which were no longer in axial alignment not allowing the cutter to pass through and keeping the cutter from locking in correctly. The assignable root cause was determined to be component damage due to normal wear and servicing over time. The failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.